Manufacturer narrative:
(B)(4). Analysis of the returned pump revealed no anomalies and the device met specification.

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving an unknown drug via an implantable pump. The medication type, concentration, dose, lot number, and indications for use were not provided. The patient¿s relevant medical history was reported as ¿none.¿ there was no injury or death of this patient. Normal saline was noted to be in the pump upon receipt. It was reported the pump was removed due to failure. The patient had no pain relief and the initial start date of this was not provided. Additional information has been requested regarding troubleshooting, actions, drug delivered at the time of the event, concentration, dose, and indications for use. However, the health care provider could not retrieve the medical records and no further information was available. If additional information is received, a follow-up report will be submitted.